Event description:
During intubation of a patient preceding surgery, the tip of a laryngo-tracheal mucosal atomization device fell off during the numbing of the vocal cords. The tip of the device fell through the vocal cords and down the patients bronchus. The anesthesiologist didn't immediately notice the malfunction of the device. However, he does recall having a loss of resistance while using the device which was unusual. He noticed that the tip of the device was missing after intubation and looked around his workstation and wasn't able to find it. After, he decided to use a bronchoscope suspecting it fell prior to intubation. He was able to find the tip in the patients lung and retrieved it using the bronchoscope and a tool to grasp it. There were no complications after, but was very alarming to the anesthesia team leading the removal of all devices from anesthesia stock carts immediately. Anesthesia techs noticed after inspection that there were multiple other atomizers that had loose tips in the stock room while still in the package. Another anesthesiologist noted that he had multiple atomizers that malfunctioned the same day.